Event description:
The customer stated that two patient samples generated elevated results for the architect ca19-9xr reagent using lot 08852m500. One of the two patients received adjustment of the medication dosage due to the elevated results. The customer did not specify which patient of the two mentioned above received the dosage adjustment. However; one of the two patients generated a falsely elevated result of 80 u/ml. The patient had a previous result of 40 u/ml. No known consequences to patient health.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.